Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/11/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the keypad buttons have been slow to respond over the past 2 months, and became intermittently unresponsive 2 days ago. She noted that today, the keypad buttons are not responding at all. The patient stated that the buttons still click and spring back on occasion. She denied physical damage to the rubber keypad; denied exposing the pump to water or cleaning products; and stated that she wears the pump in various places.